Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic and non dependent patient presented in clinic, the pulse generator exhibited backup vvi mode. During procedure to explant the device loss of pacing was noted. The patient was externally paced with defibrillation pads until new device was placed. The patient was stable post procedure.